Event description:
I received a bipap machine from either (B)(6). It is an aircurve 10 v auto. It smells like a chemical fragrance of some sort coming from the motor. This was a replacement for my recalled dream station. I feel that the company has sent me a used unit that has been tainted with some kind of chemical fragrance. I woke up with a severe headache, nausea, and congestion. It also does not send my data to the app. The icon on the screen shows no connectivity. I have reported the issues to both resmed and (B)(6). My insurance claim shows (B)(6) also over charged me. No one seems to care. FDA safety report ID# (B)(4).